Event description:
It was reported that the patient presented in clinic for a right atrial (ra) lead replacement procedure. The patient's right atrial (ra) lead exhibited noise oversensing that resulted in inappropriate mode switch. Low pacing impedance was also noted. The ra lead was explanted and successfully replaced. There were no patient consequences.